Manufacturer narrative:
(B)(4). Date sent; 1/30/2024. Additional information was requested, and the following was obtained: would the account like to have a call with the ethicon team? Not at this time. If yes, please give 3 dates and times that work (est)? What were the indications for surgery? Lar. What surgical procedure was performed? Lar. Did the patient receive any preoperative chemotherapy or radiation? Not to my knowledge. Were there any issues experienced with the device in the initial surgical procedure? No. What healthcare professional fired the device and what is his/her experience with the device? Dr. Haney. He is chief of surgery and well versed with the stapler. Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Middle to low. Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Yes were there any issues with device use/firing? No. What confirmation was received that the device completed the firing sequence? Green checkmark. Was the green checkmark visible at the end of the firing? How many counter-clockwise revolutions of the adjusting knob were used to open the device? 2 full turns. Was there any difficulty removing the device? No. Was a complete transection of the white breakaway washer visually confirmed? Yes were the donuts inspected? If so, please describe. Intact were there any issues noted with staple formation? If so, please describe the shape and location. No. Was a leak test performed? If so, what type and what was the result? Yes leak test no visible leak detected. Was the staple line visualized endoscopically during the initial surgical procedure? How many days postoperative did the leak occur? 4-5. How was the leak identified? He was not able to identify any leak what was observed at the site of the leak upon reoperation? Na. How was the leak addressed? Ileostomy. Were there any issues experienced with the device in the initial surgical procedure? No does the surgeon believe the post-operative stenosis was related to an alleged deficiency of the device or were there other contributing patient factors? Please explain. He assumes it was a failed staple line but said during each procedure everything went as it should. Device worked as it should. Donuts were well formed and intact. Leak test passed with no issues.

Event description:
It was reported that about 4-5 days post op from a low anterior resection the patient presents with a low grade fever which advances to a high grade fever. Patient is then brought back to the or where no leak could be seen but the surgeon decided to give the patient a colostomy. Surgeon will go back in about six weeks to assess and reverse the colostomy. During the initial procedure the stapling sequences went smoothly, the donuts were intact and nothing appeared to be wrong at the time.

Manufacturer narrative:
(B)(4). Date sent: 1/11/2024. D4 batch # unk. H6: health effect ¿ clinical code gastrointestinal system (e10). An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. No lot or batch number was provided therefore a device history could not be done. Does the surgeon believe the post-operative stenosis was related to an alleged deficiency of the device or were there other contributing patient factors? Please explain. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.